Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-00263. The patient's ((B)(6)) therapy system included percutaneous leads from two different lots. It was reported, the patient experienced difficulty initiating stimulation and was unable to increase the amplitude for one of her therapy programs. A diagnostic test found impedance issues for two lead contacts. Reprogramming utilizing the functioning contacts reportedly provided temporary therapy relief. Surgical intervention was subsequently undertaken. Intraoperative testing found the previously noted impedance issues had progressed. As such, the impacted leads were explanted and replaced. Adequate stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.